Manufacturer narrative:
H6; coding updated continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown baclofen and dilaudid (doses and concentrations unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was found "down at home" on (B)(6) 2017, and it was thought that the patient was going through baclofen withdrawal. It was noted that the patient was in the intensive care unit (ICU) at the time of report, and it was thought that it was due to a pump failure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative on 2017-dec-07. It was reported that the patient started feeling sick on 2017 (B)(6). The following day, it was noted that the patient was convulsive (in addition to being unresponsive).the onset of symptoms was considered gradual. The patient was still in the ICU as of 2017 (B)(6), and they suspected a catheter occlusion. A dye study was discussed, and it was noted that if the dye study showed issues, the catheter would likely be revised. It was later noted that the catheter seemed to be patent. It was confirmed that there had been no reservoir volume discrepancies. The hcp was reportedly concerned about the possibility of an inflammatory mass (im), but it was unknown if the im was confirmed and it was noted that there had been no patient symptoms associated with an im. Magnetic resonance imaging (MRI) was planned to scan for an im, but the results were unknown. It was unknown if the cause of the possible im was determined and it was unknown if the possible im was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was learned that the patient's managing physician declined to provide additional information regarding the previously reported events, indicating that "it was not a baclofen issue as they thought". It was additionally noted that the patient had been hospitalized twice for this issue. No additional information was provided. No further issues were reported or anticipated.